Event description:
It was reported that the right atrial (ra) lead pace impedance was less than 200 ohms on multiple occasions. A total ra loss of capture was also observed and a lead revision was scheduled. At the time of revision the atrial threshold, sensing and pace impedance were all normal and the lead revision was post-poned. A chest x-ray was also normal and did not reveal any visible lead dislodgement or connection issues. The ra lead was ultimately explanted and replaced at a later date and no additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead pace impedance was less than 200 ohms on multiple occasions. A total ra loss of capture was also observed and a lead revision was scheduled. At the time of revision the atrial threshold, sensing and pace impedance were all normal and the lead revision was post-poned. A chest x-ray was also normal and did not reveal any visible lead dislodgement or connection issues. The ra lead was ultimately explanted and replaced at a later date and no additional adverse patient effects were reported.